Event description:
It was reported that a user contacted support seeking to raise the continuous glucose monitor (cgm) target after discussing hypoglycemia avoidance with a healthcare provider, and review of device data showed frequent pausing and stopping of insulin delivery along with recurrent poor cgm connectivity while using the ilet. Symptoms included episodes of low glucose and high glucose, ranging from 39 mg/dl to 401 mg/dl. Outcomes included inadequate treatment of hypoglycemia with impaired day-to-day management. Investigation included a review of device logs and consultation with clinical support teams. Investigation of this case revealed inconsistent insulin delivery behavior and cgm communication issues associated with reduced pump performance. It was concluded that device performance concerns related to insulin delivery interruptions and cgm connectivity contributed to suboptimal glycemic control. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.